Manufacturer narrative:
The subject device was not returned for investigation. Therefore, a physical investigation of the device was not possible. Based on the reported information, the shaft of the catheter became kinked from all the attempts to cross. The procedure was then completed with orbital atherectomy and nc balloons. After the completion of the case, the patient coded and pericardial effusion was found. Pericardiocentesis was performed. The patient resuscitated and was discharged two days later with no issues. The cause of the event was not able to be determined. Shockwave medical has controls in place to ensure devices are built to approved procedures and meet lot release acceptance criteria prior to being distributed. A review of the manufacturing and test documentation for subject lot does not reveal any issues with the manufacturing of the device. The device passed all of shockwave medical, inc. Acceptance criteria prior to shipping.

Event description:
It was reported that a shockwave coronary intravascular lithotripsy (ivl) catheter was attempted to treat an rca (right coronary artery) lesion. The catheter would not cross despite multiple predilation's, orbital atherectomy, and the use of a guideliner. The shaft of the catheter became kinked from all the attempts to cross. The procedure was then completed with orbital atherectomy and nc (non-compliant) balloons. After the completion of the case, the patient coded and pericardial effusion was found. Pericardiocentesis was performed. The patient resuscitated and was discharged two days later with no issues.